Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 had all cubies not on bus. A field service engineer (fse) opened the back and tested the drawer controller with multimeter which indicated drawer controller was out of specification. Then the fse replaced the drawer controller to resolve the issue and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 cubies were not detected on the bus; multiple power cycles and recovery attempts failed, allowing the drawer to recover but not the cubies, and the system showed no response during cubie recovery attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.